Event description:
It was reported that a vns patient received a high impedance warning during system diagnostics, prior to undergoing generator revision surgery. During the surgery, generator diagnostics were performed and confirmed proper device functions. System diagnostics were also performed the patient's new generator and the results were within normal limits, prompting the surgeon to only replace the patient's generator. Following the revision surgery, the high impedance results were received once again. The patient was sent back to his implanting surgeon, diagnostics were performed and the results were within normal limits, thus no interventions were taken. The patient's treating vns therapy physician indicated that subsequent diagnostics testing performed after the consult had resulted in high impedance warnings. X-rays were reportedly taken and reviewed by the patient's treating medical facility and no anomalies were reportedly identified. Follow up with the patient's treating vns therapy physician revealed that it was unclear whether trauma or patient manipulation had caused the event. The physician added that the patient "does make a lot of forceful head turning motions", has a "history of self injurious behaviors" or may have fallen due to his unstable gait. The patient underwent a full revision surgery and his explanted device was returned to the manufacturer where it is currently awaiting analysis.

Manufacturer narrative:
Treating medical facility reviewed x-rays of implanted device. X-rays reviewed by the patient's treating medical facility, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.